Event description:
It was reported that in 1996, the catheter was inserted for routine ob use. During removal, some difficulty was encountered, but it was believed that the catheter came out in-tact. Approximately one year later, the pt complained of back pain, and an MRI revealed that a piece of catheter was indwelling. The pt was diagnosed with lumbar disease, but the piece of catheter was not in the region of the disease. No decision had been reached on removal of the retained piece of catheter.